Event description:
Pt reported obtaining a blood glucose result of 234 mg/dl on the suspect device. Pt indicated that, less than 1 minute later, blood glucose was retested on a laboratory instrument with a result of 157 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support performed on the return of the suspect product and replacement product was shipped.